Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap oophorectomy, the active blade was broken off from the proximal part when a nurse wiped the tip of the device with wet gauze. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not contacted to anything metallic such as a clip or a forceps. Also the target tissue was not so stiff.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade